Manufacturer narrative:
Following receipt of this complaint, belmont's clinical specialist learned that there was an over-pressurization of the system caused by a kink in the hose. Over-pressurization will cause the pump to work harder, and therefore pull more current from the rest of the system, which can starve the display and cause it to blink. In the event that the system detects overpressure, the operator's manual instructs the user to check the tubes for any kinks. It was reported that after rebooting the system, the users were able to complete the case. There was no harm to the patient. Belmont's clinical specialist will be at the hospital during the week of april 29, 2019, to further evaluate the device and to provide in-service training to the staff. Should additional information become available, a supplemental report will be submitted.

Event description:
The hospital biomed reported that during a case the unit started beeping and the screen was flashing. He reported no alarm messages. Belmont's clinical educator spoke with the customer regarding the issue and it was reported that the screen kept blinking/flashing. She suggested that they reboot the system and the customer subsequently reported that the blinking and flashing stopped, and that they continued with the case. On april 22, 2019, belmont's technical support engineer spoke with the clinical specialist and learned that there was an over-pressurization of the system caused by a kink in the hose.